Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: sampling the foreign material and component analysis confirmed the material to be zinc chloride. The zinc chloride, component of the material, is not originated form endoscopes but is used for medicines. Therefore, it could not be specified why the material adhered. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited white material adhered to inside of switch 4. There was no patient involvement.